Event description:
The reporter stated the surgeon implanted an implantable collamer lens in the patient's right eye (od) and the patient is experiencing corneal edema, with normal iop but poor vision. The lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information becomes available, a supplemental medwatch will be submitted.

Event description:
Additional information received - the facility reported the corneal edema has resolved itself.

Manufacturer narrative:
(B)(4): lens remains implanted.

Manufacturer narrative:
(B)(4).